Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: during the 1st fire for stomach transection, the egia universal stapled only half way. The stapler fired, however it did not "close" the stomach. More portion of the stomach than expected, had to be transected. Operation finished with success and patient so far is okay.

Manufacturer narrative:
(B)(4).